Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Allegation of pump delivery inaccurate. The patient has experienced ketoacidosis on multiple occasions. No adverse event alleged. Device not available for investigation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The device was no longer available for evaluation at the time the initial report was submitted. The suspect device had been returned as part of a complaint that was determined to be caused by use error. The pump was discarded 8 weeks after the initial investigation per procedure when there were no other pending investigations for the device at that time.